Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device alarmed for low flows due to the inflow cannula pointing towards the lateral side of the ventricle as confirmed by diagnostic imaging. A software upgrade was performed on (B)(6) 2022. The patient was feeling well and the position of the pump was accepted.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined through this evaluation, the account attributed these alarms to pump inflow cannula mispositioning. Review of the submitted log files captured multiple events on 26mar2022, 05apr2022 and 06apr2022 where the calculated flow was below the low flow threshold of 2.5 lpm and as low as 2.1 lpm, resulting in 89 low flow faults and 10 low flow alarms. The low flow events were associated with elevated pulsatility index (pi) readings as high as 12.1. There were no other abnormal captured events ¿ the only other captured events were associated with pi events and power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as intended. The patient remains ongoing on heartmate 3 heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 08dec2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that following the software upgrade, the low flow alarms did not reoccur.